Manufacturer narrative:
It was determined that this event does not meet serious injury reporting criteria. Therefore, this event is not reportable.

Manufacturer narrative:
It was reported that the patient underwent a hernia repair procedure in 2013 and suture was used. Following the procedure, the patient experienced possible inflammation, pain and unknown symptoms. It was also reported that the patient experienced a suture sinus with persistent drainage treated by physician. The suture cluster was noted and removed during the second surgery on (B)(6) 2015. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/15/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a hernia repair procedure. During this procedure, suture from a prior procedure in 2013 were found clustered together and then removed. Possible inflammation occurred. Additional information was requested.

Manufacturer narrative:
Conclusion: actual non-absorbable suture material that was involved in this event was returned for evaluation. The knotted suture segments were microscopically examined and had cut ends with residual blood and tissue remnants. No breakages were observed.